Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown in the posterior aspect of the incision site (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported).

Event description:
Per the clinic, the patient has developed an infection at the implant site and subsequently exposing the receiver/stimulator. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on november 08, 2024 was filed inadvertently. No extrusion has occurred.